Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called via phone call that they had no delivery alarms from their insulin pump. The customer's blood glucose level at the time of the event was 410 mg/dl. The customer did not provide any information how they treated their high blood glucose levels. The customer was assisted with troubleshooting and it was discovered that there was a connection issue with the reservoir which was resolved and the device worked as designed. The reservoir was not returned for analysis.